Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's right side. A second emdr was submitted to address the 3dmax mesh implanted on the patient's left side. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of 3dmax mesh, patient with complex history was diagnosed with hernia recurrence thereby underwent repairs. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: d.6b (date of explant) this supplemental emdr is submitted to represent 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a bilateral inguinal hernia. Two 3dmax mesh devices were implanted, one on the patient's right side and one on the patient's left side. (B)(6) 2016 - the patient underwent an additional surgery to remove the defective 3dmax products, which allegedly failed, and repair the recurrent bilateral inguinal hernias. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia and underwent laparoscopic repair with implants of two 3dmax meshes. Per operative notes, "on left side, a large indirect hernia with preperitoneal fat was reduced. On the right side, the indirect hernia sac was excised and reduced. A 3dmax large right mesh (device #1) was initially attempted to be placed, however, due to abnormal location of the bladder, unable to be placed. Then the mesh was inverted and used on left side covering the defect. Then the preperitoneal space was instilled with a 3dmax medium right mesh (device #2) was placed lateral to the hernia and was secured over the mesh." (B)(6) 2015 - patient visited hospital for left groin pain. (B)(6) 2016 and (B)(6) 2016 - patient visited hospital for follow up of bilateral groin bulges and recurrent bilateral inguinal hernia. (B)(6) 2016 - patient was diagnosed with recurrent bilateral inguinal hernia and underwent robotic assisted laparoscopic repair with implant of biological mesh. Per operative notes," adhesions of sigmoid colon on left groin hernia was dissected, the previous mesh (device #1) was shifted approximately 30 degrees clockwise, thus uncovered the area of direct hernia. The hernia sac was dissected. Next, attention made to the right groin hernia at the previous mesh (device #2), the indirect hernia sac was reduced. A biological mesh was cut into two equal portions, placed one as a keyhole mesh on the left, covering the hernia defect and second piece of mesh in the right side". (B)(6) 2016 to (B)(6) 2017 - patient frequently visited hospital for follow up and was diagnosed with recurrent right inguinal hernia and a new right spigelian hernia. (B)(6) 2018 26 patient was diagnosed with recurrent right inguinal hernia and right lower quadrant spigelian hernia thereby underwent open repair with implant of biological mesh and a large ventralex st mesh. Per operative notes, " a large indirect right inguinal hernia sac and cord lipoma was dissected, biological mesh was cut to size and placed. Next, the right lower quadrant incisional hernia sac was identified and excised, then a large ventralex st (device #3) mesh was placed". Attorney alleges that the patient had adhesions, mesh migration, nerve damage, hernia recurrence, pain and emotional injuries. It was also alleged that the patient had numbness in groin area and subsequent surgery on 26-feb-2018 to repair recurrent hernias.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's right side. A second emdr was submitted to address the 3dmax mesh implanted on the patient's left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a bilateral inguinal hernia. Two 3dmax mesh devices were implanted, one on the patient's right side and one on the patient's left side. (B)(6) 2016 - the patient underwent an additional surgery to remove the defective 3dmax products, which allegedly failed, and repair the recurrent bilateral inguinal hernias. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.